Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Health effect - clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient, who's undergone breast prosthesis implantation surgery with two 500cc mentor memorygel breast implants, suffered several unexplained systemic symptoms, including tightness on the chest, rashes under the armpits, rashes on the arms, extreme fatigue, tiredness, rashes under the breasts, high blood pressure, anxiety, wearing bras hurt - especially on the left breast, and foggy mind. In addition, the patient also suffered left breast sharp pain and left breast implant rupture. The patient underwent nuclear test for the heart and there was no findings. The rupture was diagnosed via mammogram and ultrasound. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.